Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result the two used and four unused returned head sets were visually inspected and tests for flow and tightness were performed. All single packages are dented. Test results were within specifications.. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that 4 cannulas from this box are leaky. Patient stated after bolusing, the self-adhesive is wet. Patient reported experiencing elevated blood glucose level of approximately 380 mg/dl. Patient reported taking correction via the infusion device; no success and the self-adhesive was leaky. Patient stated when the cannula was removed he noticed that the soft cannula was bent. Patient reported that with cannulas from another lot number there were no problems. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.